Event description:
It was reported that a spectrum infusion pump had no load set screen found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of no load set screen when appropriate was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed upper aux. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.